Manufacturer narrative:
A dbs system experiencing low impedances was reported to abbott. The system was explanted and discarded by the physician. Diagnostic/session reports confirm the low impedances. As a result, the device history record of the ipg and was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed low impedance. As such, surgical intervention took place on an unknown date wherein the ipg was explanted and replaced with a competitor¿s device to address the issue.